Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump logs were missing and a data error alert 4 was identified. The customer's blood glucose level was not impacted. The customer reported would continue to use pump until replacement arrived for insulin therapy.